Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 ,lead, implanted (B)(6) 2018; 4796, lead implanted (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to oversensing associated with electromagnetic interference, potentially due to the patient's use of an electric juicer. The device remains in use. No patient complications have been reported as a result of this event.